Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h6, h10 61 previously reported events are included in this follow-up record. Product return status 1 device was received. 60 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 61 malfunction events in which the device reportedly overheated. - 48 events had no patient involvement; no patient impact. - 13 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 60 events were reported for this quarter. Product return status: 60 devices were evaluated based on historical data analysis. Additional information: 60 devices were not labeled for single-use. 60 devices were not reprocessed or reused.

Event description:
This report summarizes 60 malfunction events, in which the device reportedly overheated. 47 events had no patient involvement; no patient impact. 13 events had patient involvement; no patient impact.